Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis and sepsis and subsequently passed away. Prior to the peritonitis event, the patient was hospitalized for another indication. The cause of the peritonitis event was unknown. However, the pdrn stated that the patient was ¿completely septic¿. The onset of the sepsis was not reported and it was not reported if the peritonitis is what caused the sepsis. The patient was treated with linezolid intravenously (intravenously (IV), 600mg, every 12 hours) and vancomycin (IV, 1100mg, every 48 hours) for the peritonitis. It was not reported if there was any additional treatment provided for the event of sepsis. Fifteen days after admission to the hospital, the patient subsequently died while hospitalized. The cause of death was reported to be due to respiratory failure and sepsis. It was not reported if the patient recovered from the peritonitis event prior to death. Pd therapy was ongoing during the hospitalization. Additional information was not available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).